Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The device was working as expected.

Event description:
It was reported that the patient was found unconscious at home on (B)(6) 2026. The patient was intubated, ventilated and transferred to hospital. Hospital performed computed tomography (CT) scan. CT scan showed a massive ischemic stroke. It was reported that the patient was non-compliant related to taking their medication. The patient passed away due to cerebral bleeding on (B)(6) 2026. Whether the outcome was device or therapy related was not provided. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.